Manufacturer narrative:
(B)(4). Knife. The analysis found that the ec45a device was received in good visual condition and with four ecr45g reloads present. Reloads b, c, and d were received fully fired; reload e was received fully loaded with staples. The device was tested for functionality in the articulated position with the returned cartridge reload e. The cartridge clicked into place as intended. The device fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Event described could not be confirmed as the cartridge was loaded into the device without difficulties and did not fell out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lung resection procedure, the tech is experienced and would put a reload into the device and the reload fell out into the chest cavity. The tech loaded the device again and the same thing happened. The reload had to be fished out of the patient using a grasper. Another device was used to complete the procedure. No adverse consequences reported.